Manufacturer narrative:
The patient was sent a replacement device to resolve the reported issue. The previous device was requested back for investigation. The devce have not been returned. If the device is returned, an investigation will be conducted and a supplemental report will be filed.

Event description:
The patient stated that the cuff for their teladoc blood pressure monitor would get too tight. The cuff became so tight it caused brusing. No additional information was provided.